Manufacturer narrative:
Block e1: initial reporter facility name is the (B)(6); reported here as the facility name exceeded character limit for designated field. Block h6: imdrf device code a15 captures the reportable event of the clip being difficult to be released from the catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached and with evidence of full deployment and remain attached to the material used to emulate tissue without any issues. Microscopic examination was performed, and it was found evidence of full deployment. Functional analysis was performed the device was able to perform the first activation, release the clip assembly and remain attached to the material used to emulate tissue. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned, the clip assembly returned attached and was able to perform a full deployment without any issues. Therefore, the most probable cause is "device problem excluded".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure to treat colonic polyps performed on (B)(6) 2026. During the procedure, the user reported that the clip eventually released after pulling on it several times. Once the clip detached, the advancer was withdrawn. After removing the advancer from the scope, the team then introduced a snare through the working channel to retrieve the detached clip. The snare was used only after the advancer was removed, since both devices cannot be passed through the channel at the same time. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.